Event description:
It was reported during peritoneal dialysis (pd) therapy, the ¿end of¿ transfer set disconnected, specified as ¿the connector came off of the transfer set line¿. After the disconnection, a leak was observed ¿all over the patient and furniture¿. The same day the transfer set was replaced. Subsequently, the patient developed peritonitis. The cause of the disconnection was not reported. The patient was not hospitalized for the event. The patient was treated with oral antibiotics for 14 days. The patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the picture using the naked eye was performed and showed the silicone tubing only, indicating a separation occurred between the internal leg of the dark blue female connector and the silicone tubing, causing a leak. The direct cause of the separation is unknown. However, the assembly between the two components is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the two components to separate. Should additional relevant information become available, a supplemental report will be submitted.